Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency medical services and hospitalized due to hyperglycemia, diabetic coma and diabetic ketoacidosis on (B)(6) 2020. The customer¿s blood glucose level was 900 mg/dl at time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin drip and bunch of medicines. The customer stated that the symptoms related to high blood glucose such as positive results in ketones test, nausea, vomiting, abdominal pain and difficulty in breathing. It was unknown that auto mode feature was active or not at the time of event. The device will not be returned for analysis.